Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 160-170mg/dl obtained using the subject meter compared to 88-135mg/dl obtained using a freestyle meter, both readings within 30 minutes of eachother. In addition, the patient alleged inaccurate results of 169mg/dl obtained using the subject meter compared to a reading of 111mg/dl using a relion meter, both readings within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.